Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had woken up and the pump was dangling from her body. Customer's blood glucose level was 402 mg/dl. Customer just put the set in yesterday and it has not been a full 24 hours. Customer noticed the tape was not sticking to the serter before insertion. Customer reported that the tape is sticking to the side of the serter. Issue was resolved by reviewing proper use of the serter. Customer was advised on how to clean it. Serter will be exchanged out. No additional information provided.